Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral stent was broken and could not be used normally.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The ureteral stent was returned without the original packaging. A photo sample was submitted showing one end of the pigtail completely broken off the body of the stent. Visual evaluation of the physical sample noted the separation occurred at the distal end of the stent. The pigtail straightener was present on the body of the stent and the connected pigtail appeared to be forcefully placed inside the pigtail straightener causing the space to be tight. The separation appeared to be smooth with no stretching or discoloration of the material. The suture porthole was noted to be separated to the end of the stent; this is seen when the suture is pulled from the stent. The sample passed dimensional requirements, the tip and tube inner diameter (where the separation occurred) were measured with a pin gauge and fount to be 0.043" and 0.050", respectively, the outer diameter measured at 0.0795" and 0.0793" with a laser micrometer. A 0.038" guidewire passed through both separated parts with no resistance. Although a specific cause cannot be determined, based on the risk document a potential root cause for this event could be, "material selection". As no patient involvement was reported, the device was not used however, is intended for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the ureteral stent was broken and could not be used normally.